Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 100% stenosed target lesion located in the severely calcified mid to distal right coronary artery. After pre-dilation, a 3.0x16mm promus element stent was advanced for treatment but was unable to cross the lesion. Upon removal, it was noted that a stent strut had lifted. The procedure was completed with another of the same device. No further patient complications were reported and the patient status is good.